Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during the fill tubing process, 30 units of insulin were delivered before a drop of insulin was observed exiting the end of the infusion set tubing. The customer experienced a blood glucose (bg) level of 300 (mg/dl). A bolus and manual injection were delivered to address bg level.